Event description:
The manufacturer received information alleging a ventilator failed to power on after the user spilled liquid on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The inside of the device was inspected and it was confirmed to show evidence of liquid inside the device causing components to short circuit. The device's system board, interface board and interface board cable needs to replaced to address the issue.